Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple occlusion alarms during bolus delivery. The customer's blood glucose (bg) levels were in the 400s mg/dl range and a correction bolus via the pump was delivered to address the bg levels. While contacting tandem technical support (cts) the customer's blood glucose level was 210 mg/dl. During troubleshooting with tandem technical support the customer reported observing tiny sized bubbles in the tubing. Follow up with cts, the customer reported issue was resolved and that the cannula was not compromised after changing supplies.